Manufacturer narrative:
Recall z-1060-2011 should have previously been reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-24. When asked to clarify if there was a pocket fill, it was reported that they ¿don¿t know at this time ¿ only going based on patient report of symptoms following refill. Will check reservoir volume at next visit to determine if fluid discrepancy. No procedure issue at all.¿ the cause of the pocket fill was not determined. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 15 mg/ml dilaudid (hydromorphone) at 5.2 mg/day. The reason for use was not reported. It was reported that there was a potential partial pocket fill. The patient came in for refill on (B)(6). The patient reported overdose symptoms (ex lethargic, trouble staying awake) to the hcp 2 hours post refill. The symptoms lasted about 24 hours, the patient did not go to the emergency department or see any medical provider. The patient has had a ¿bump¿ over pump for several years (physician says tissue sample was tested at previous replacement and came back normal). The hcp confirmed needle placement in the pump reservoir several times during refill. No alarms were found, no issues reported prior to the appointment from the patient. The hcp was going to discuss possibly ordering a CT scan for the patient but nothing has been communicated to rep. No actions had been taken at the time of the report, and the patient began to feel better on (B)(6) 2018 and symptoms completely resolved on (B)(6) 2018. The patient¿s status was ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The hcp would have further information on this event. Surgical intervention did not occur and was not planned. The device status was ¿implanted ¿ remains in service.¿ there were no further complications reported/anticipated.